Event description:
The customer reported that the insulin pump alarmed button error. The insulin pump's up arrow button was stuck and did not allow any of the other buttons to be pushed. She could not give herself a bolus. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.